Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that while in use supporting the patient, the primary console indicated that the temperature of the pump was too high. The motor/pump felt very hot. There was a clicking sound from the motor. The motor/pump was exchanged. The patient was reportedly not harmed or injured due to the event. No additional information was provided.

Manufacturer narrative:
The report of a centrimag motor feeling "very hot" and producing a "clicking sound" could not be confirmed nor reproduced during testing of the returned centrimag motor. The returned motor passed incoming inspection, which includes a visual inspection of the product. During testing, a test pump was successfully connected to the returned motor. Afterwards, the motor was connected to a test centrimag 2nd gen console and flow probe. The returned centrimag motor ran with an operating speed of 1500rpm and 3lpm flow for 48 hours. During this time the returned motor operated as intended. All measured parameters were always within specification. The returned motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. Although the root cause of the event could not be conclusively determined, based on previous complaint experience, the most probable root cause for high bearing/drive current is an incorrectly installed pump. The customer was informed about proper pump installation, which is also covered in the centrimag motor instructions for use. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.